Event description:
According to the initial information, as a 6mm amplatzer muscular vsd occluder (muscvsd) was being implanted, it was released from the delivery cable and immediately embolized and had to be removed with a snare catheter. The defect had been sized using the guidance of echocardiogram and fluoroscopy. The patient was stabilized.

Manufacturer narrative:
The amplatzer muscular vsd occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 6f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Additional information such as records and images were requested. We recently received the images and the information is currently being reviewed by our consultant. When our investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: summarized in initial report. Imaging review: review of the medical records and images by agas medical consultant resulted in the following findings: this (B)(6) patient had valvar and subvalvar aortic stenosis. He underwent resection of the subvalvar muscle and placement of sjm tissue valve in the aortic position. Because of the sub-valvar muscle resection he developed a ventricular septal defect (vsd) in the sub-aortic location. He was brought to the cardiac catheterization laboratory for closure of this iatrogenic vsd. Per the report, the vsd was measured using trans-esophogeal echocardiography (tee) and angiography. A 6mm amplatzer muscular vsd was selected and placed. However, the device embolized immediately to the aorta after it was released. The device was retrieved percutaneously without any sequelae. One cd was provided and contained fluoroscopic images, an aortogram and two angiograms. Fluoroscopy showed an ascending aortogram and revealed a sjm tissue valve with some regurgitation. There were two angiograms performed in the left ventricle: one was pure lateral and the other one was 70 degrees lao. Both of these angiograms showed a muscular vsd below the aortic valve. Subsequently, a muscular vsd device was seen in the vsd. An aortogram was performed. The regurgitation of the aortic valve opacified the device and the waist. The device appeared to be more on the lv side. Later, the device was released. Upon release it embolized into the aorta and was found at the level of bifurcation of the descending aorta. The device was retrieved successfully using a snare catheter. Tee was performed during the procedure but the images were not available for review. Conclusion: according to agas medical consultant, the primary cause of the embolization appears to be improper device placement which was based on: the device did not appear to straddle the septum after it was deployed. The right ventricular disc appeared to be on the left ventricular side. The fact that the device embolized immediately after it was released toward the systemic circulation suggests the device was not in the ideal location.